Manufacturer narrative:
The report of low speed/flow hazards and pump stop events was confirmed based on two of the three submitted system controller data log files; however, a specific cause for the alarms could not be conclusively determined. The first two log files captured low speed/flow hazards and pump stop events while the patient was supported by both the power module. The third log file captured normal pump parameters while the pump was operating at the set speed of 9000 rpms. The data captured in the first log files confirmed the reported events. Based on the manufacturer's complaint history and similar reported events, the events captured in the log files are consistent with a compromised percutaneous lead. However, a specific cause for the events in the log file could not be conclusively determined without a full evaluation of the percutaneous lead. The patient remains ongoing on vad support and the device was not available for investigation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The event occurred at (B)(6) surgery center in (B)(6). The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 3 years and 4 months post-implant, it was reported that the patient experienced pump stoppages, driveline disconnected alarms, backup battery faults, low speed hazard and low flow hazard alarms. The hospital changed the patient¿s system controller and during the exchange the vad coordinator reported feeling an electric shock while touching the backup battery of the system controller. The patient was asymptomatic during the events and the patient states the driveline had not been disconnected. The manufacturer¿s technical services representative tested the patient¿s driveline and no indication of broken wires were seen; however, when the patient bent forward in a standing position a pump stoppage occurred. An x-ray indicated potential damage to the pump end of the driveline and a pump exchange was recommended. No further information was provided.